Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo med (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this report may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjojuntleigh (B)(4). The manufacturer has requested the return of the parts to perform further inspection. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
The customer called due to a strange odor coming from battery of the floor lift while on charger. The customer took battery casing apart and found the 4 smaller batteries (cells) inside had all swollen in size and top one giving off a smell. Batteries had no leakage, but were very warm to touch. This did not occur during a patient transfer. No injuries were reported any patient or staff.